Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor failed incoming testing. The failure was isolated to contamination on ca board component j502, j101, j1. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported a monitor was unable to complete incoming functional testing.